Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in pump history due to broken trace at pin # 6 on u1 keypad assembly. Formatted history file confirmed pump error due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they performed self-test and it was failed twice. The customer¿s blood glucose was 200 mg/dl. Customer stated that they were able to rewind the insulin pump and also able to clear the alarm. The customer also stated that displacement test was passed. The insulin pump also had multiple pump errors. The insulin pump will be returned for analysis.